Event description:
The air seal hose tubing could not be connected to the trocar. Upon further inspection the male end of the hose was melted. The tubing came out of the package this way. The tubing could not be used and a second tubing set was opened to complete the case. Manufacturer recorded report details and will be arranging for the device to be returned for investigation.